Manufacturer narrative:
Patient identifier, age and weight were unavailable from the site. Device manufacturing date is unavailable. Rmas issued. Cable, cable adapter and computer returned to manufacturer for analysis on (B)(4) 2014. Shipped replacement cable to site (B)(4) 2013. Medtronic investigation of returned suspect cable finds that there were no opens, shorts or intermittents. Cable is fully functional. Did not cause event. Shipped replacement cable adapter to site (B)(4) 2013. Medtronic investigation of returned suspect cable adapter finds that there were no opens, shorts or intermittents. Cable adapter is fully functional. Did not cause event. Shipped replacement computer to site (B)(4) 2013. Medtronic investigation of returned suspect computer finds that they were unable to recreate reported inaccuracy as the computer has no impact on accuracy of navigation, only processing data. System boots normally and launching ent app successfully to navigate task. Probes have good geometry and divot errors. Computer is fully functional. Did not cause event.

Event description:
A medtronic representative, clinical specialist, reported that, while in an ear, nose & throat (ent) procedure the site alleged an inaccuracy. The surgeon registered with tracer and was initially accurate. Later in the procedure, reported being 4mm anterior when touching the maxillary sphenoid wall. The surgeon completed the procedure with the use of the navigation system, then went back and registered the patient with pointmerge. The surgeon touched the maxillary sphenoid wall and was accurate. In this event, the surgeon did not use the head frame for the patient tracker. There was no impact on patient outcome.

Manufacturer narrative:
The system was returned to the manufacturer and underwent intensive accuracy testing as well as hardware performance testing. No faults were found. System passed all testing. As formerly reported issue was due to user error. Computer testing results: unable to recreate reported inaccuracy as the computer has no impact on accuracy of navigation, only processing data. System boots normally and launching ent application successfully to navigate task. Probes have good geometry and divot values. Cable testing results: fully functional. No opens, shorts or intermittents. System testing: complete system check out performed; system passed all testing performed an accuracy peg board test and system passed within specifications. No issues found.

Manufacturer narrative:
(B)(4). Ion demo system has been shipped to the site for use until issue is resolved to the site's satisfaction. Software investigation completed: per information reported from the medtronic service representative for this site, the surgeons are aware it is considered unapproved use to have the patient-tracker right on the adhesive pad and not using the headframe or strap. They prefer this setup, and persist in conducting surgeries in this manner. The tracker was used without the frame or strap. This resulted in inaccuracy during navigation. Software is functioning as designed.